Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the coagulation function was not firing towards the end of the case. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) after the procedure to report the issue. The surgeon would fire energy, but nothing would burn. The customer stated they changed out the blue cord, but the issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no issues. The unit energized and cauterized, and all ports recognized instruments. The complaint was confirmed based on the field evaluation but not failure analysis.